Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (bathroom). (B)(4).

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with tests results from results obtained of 53, 87 and 108 mg/dl. The customer stated he just opened the meter on the day of the call. The customer's expected fasting blood glucose test result range is 90 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification and was stored in the bathroom closet for two months. The test strip lot manufacturer's expiration date is 10/15/2017 and open vial date is (B)(6) 2017. Customer also stated he has a trueresult meter and will throw it away instead of returning. The meter memory was reviewed for previous test result history: 53mg/dl (B)(6) 2017 10:26 am fasting: yes, 87mg/dl (B)(6) 2017 10:22 am fasting: yes, 108mg/dl (B)(6) 2017 10:33 am fasting: yes. Memory concerns: 108 and 53mg/dl.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (bathroom). (B)(4).

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with tests results from results obtained of 53, 87 and 108 mg/dl. The customer stated he just opened the meter on the day of the call. The customer's expected fasting blood glucose test result range is 90 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification and was stored in the bathroom closet for two months. The test strip lot manufacturer's expiration date is 10/15/2017 and open vial date is (B)(6) 2017. Customer also stated he has a trueresult meter and will throw it away instead of returning. The meter memory was reviewed for previous test result history: (B)(6).